Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 4524-53 implantable pacing lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to an apparent insulation breakdown. No patient com plications have been reported as a result of this event.